Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Right ventricular (rv) lead noise was observed on review of the electrocardiogram causing multiple non-sustained oversensing episodes. The patient has an abandon defibrillation lead capped inside the ventricle and its believed the interaction with this lead is causing the noise. Rv lead revision is anticipated; however, no intervention was performed at this time. The patient was stable.